Manufacturer narrative:
(B)(4). Evaluation: a swg, introducer needle and clear tipped ars were returned by the customer for evaluation. The returned samples were visually examined, functionally tested and measured. The ars appeared typical with no visible defects or anomalies observed. Kinks were observed in the swg at 0.6, 2.5 and 12cm from the distal tip. Under magnification, both end welds were completely intact and no separations were found in the swg. The swg od was measured and met specification. The introducer needle appeared typical with no defects and was able to pass a swg through it with no issues. For functional testing, a straightening tube was used to insert the swg into the ars four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. Resistance was met at the proximal end of the metal inner cannula on 2 out of 8 insertions. No resistance was met during withdrawal of the swg from the ars. Functional testing was repeated with a lab inventory 0.032" swg and resistance was met on 4 out of 8 insertions. The resistance did not prevent the normal function of the syringe; the swg was able to pass all the way through the ars. The returned ars is a design without a chamfer on the proximal end of the inner cannula. A non-chamfered inner cannula can sometimes result in resistance in certain positions when inserting a swg into the ars. The report of the swg kinked during insertion through the ars was confirmed through visual inspection and functional testing of the returned samples. The returned ars is a design without a chamfer on the proximal end of the inner cannula. An engineering project was initiated to convert the ars to a chamfered cannula. As a result, the potential cause of the resistance inserting the swg is design related.

Event description:
It was reported that while in use in anesthesia the swg kinked during insertion into the ars. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence.